Manufacturer narrative:
(B)(4). (B)(60. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the ellips fx phaco handpiece has broken casing, that the casing near the handpiece end has exposed wires. It was reported that the internal wires were not frayed. That once the fx handpiece was opened from its sterile tray onto the sterile filed, the scrub sister saw a hole in the wiring and deemed that as this has gone through the sterilizing and drying process and a hole had been created potentially compromising handpiece use so scrub sister removed it from active use and replaced it with another fx handpiece. There was no patient involvement/user injury reported and no patient treatments delayed.

Manufacturer narrative:
Device available for evaluation question in the initial MDR was marked as "no" however it should have indicated "yes" as the device was received by the manufacturer on 7/14/2016. The returned handpiece was inspected. The handpiece cable appears to have been kinked at a sharp angle as it enters the handpiece. No immediate root cause can be determined. It was confirmed that there was no changes in material or process. It is possible to cause a softening of the jacket if the handpiece was exposed to chemicals not compatible with the jacket material. Another possible explanation for the damage to the cable would be mis-handling of the cable and creating a kink in the cable as it enters the handpiece. Although it is unlikely the damage is coming from the autoclave or storage method, there could potentially be another cause for this issue that has not been identified. A document labeling, trending and risk documentation reviews for this handpiece were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the device was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) was also performed which showed that there were no issues or non-conformities and that the handpiece met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.